Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the shoulder pack was not returned for evaluation. In addition, no visual evidence was provided by the site. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible cause of the reported event may be attributed, but not limited, to wear and/or the handling of the pack. Concomitant medical products: dvmb1d4 ICD, 6935m62 lead, implanted: (B)(6) 2017. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
Review of patient feedback indicated that a ¿shoulder pack strap broke by the hook grip. The bag was in use for about a year and the joint that once freely rotated would not rotate anymore. After manually rotating the joint to make the strap more comfortable to wear, the joint broke apart between the clasp and the bar that holds the fabric. The patient caught the bag before it fell to the ground.¿ the pack was exchanged. No patient complications have been reported as a result of this event.